Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with distorted lcd image was confirmed during product evaluation by baxter service personnel. This condition was due to a distorted main display. The main display was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of (8.11.00).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of a distorted lcd image. This condition had the potential to interrupt delivery. There was no report of when or in which care area this condition occurred. There was also no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.